Manufacturer narrative:
(B)(4). We received 2 used (filled with approx. 10 ml) easypump ii lt 60-30-s without packaging. The received samples were taken to a visual inspection. Damages were not detected. In as-received condition the white clamp was closed at one sample (at the second sample the white clamp was missing) and the patient connectors were closed with 2 red combi stopper (the original wing caps were not handed over by the customer). Further on, we detected liquid and crystallized drug residues at the filling ports (lli-cones) and at the patient connectors (lla-cones) of the 2 samples. Additionally the 2 pumps were filled with nacl 0.9 % up to the nominal value (60 ml) and a functional test respectively a leak test was carried out. After waiting for a while the 2 pumps did not work (solution was not running). Then the 2 pumps were squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the 2 pumps did not work (solution was not running). Leakages were not detected at the received samples. The 2 received samples are not within our specifications. We have informed our manufacturer accordingly. The complaint sample is contaminated with cytotoxic drug. For this complaint no further investigation will be conducted due to sample blockage and contaminated with cytotoxic drug. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): underinfusion. Drug: 5fu.